Event description:
It was reported that the patients spinal cord stimulator (scs) was not providing pain relief. The patient underwent a system explant procedure. Additional information was received that the explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7088704/7089151.

Event description:
It was reported that the patients spinal cord stimulator (scs) system was not providing pain relief. The patient underwent a system explant procedure.